Event description:
The abiomed distributor reported that a (B)(6) year old male patient was admitted to their customer's facility with a myocardial infarction. An angiogram was performed, which revealed showing triple vessel disease, including left main with a lesion of 50%, and an ejection fraction 30%. The physician performed a percutaneous coronary intervention (pci). The impella lp2.5 was placed prior to the pci being performed. The impella was placed without complication, and was then removed after almost 24 hours of successfully patient support. It was reported that a few hours later the patient developed severe mitral regurgitation in the tee and had a papillary muscle rupture which lead to mitral valve prolapse.

Manufacturer narrative:
The impella lp2.5 pump was not returned for evaluation, as it was discarded subsequent to use. The complainant was unable to give the serial number of the device at issue in this complaint; therefore, the catalog number, log number, manufacture and expiration dates have been unable to be documented in this report. In addition, numerous attempts have been made to obtain additional patient and event information. All attempts have been unsuccessful. An event of this nature, this would be an extremely rare occurrence based on our experience in the united states of greater than 15,000 cases, with an additional 5,000 cases outside of the us. We are aware of one other potential case in which a chordae was found entangled in a pump after explant, but this patient did not experience any untoward issues. There are no moving parts that could possibly come into contact with the mitral apparatus, and insertion of the impella into a subannular position is to be strictly avoided. A mechanical complication is likely to be simply a result of entanglement of the device in the subannular structures. The instruction for use for the impella 2.5 pump contains the following: for optimal positioning of the impella 2.5 catheter, the inlet area of the catheter should be 3.5 cm below the aortic valve annulus and well away from papillary muscle and subannular structures. The outlet area should be well above the aortic valve. If the impella 2.5 is correctly positioned, echocardiography will likely show the following: catheter in inlet area 3.5 cm below the aortic valve. Catheter outlet area well above the aortic valve (frequently not visible on tee or tte images). Catheter angled toward the left ventricular apex away from the heart wall and not curled up or blocking the mitral valve. The manufacturer will continue to investigate all reasonably obtainable sources of information and will provide results and updated conclusions in a supplemental report when completed. (B)(4).